Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284vrc implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced persistent bacteremia with positive blood cultures for methicillin-resistant staphylococcus aureus (mrsa) requiring antibiotic therapy and removal of the implantable cardioverter defibrillator (ICD) system removal. The source of the infection is not known. No patient complications have been reported as a result of this event.